Manufacturer narrative:
Product evaluation: analysis results are not available; evaluation still in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
The surgeon reported that during a fess procedure, while using a tricut fusion blade "running at 5000 rpm oscillate from an ipc console, irrigation was set at 15cc, per minute. The blade was used for approximately 10 minutes before it broke. The inner tip of the blade broke off while resecting ethmoid cells. Surgeon used bayonet forceps to retrieve broken tip from sinus. Blade was replaced with a new tricut blade and procedure was completed with no problem." There was no patient injury.

Manufacturer narrative:
One opened sample, part number 1884080em from lot number 0213763325 was received for analysis. A microscope and calipers were used to evaluate the device. Visually, the tip had broken off the inner cutter which would have resulted in the reported event. The portion that became detached was not returned; however, it would have measured approximately 0.24¿ in length. The break occurred at the first proximal tooth valley. The inner and outer assembly were deformed in such a way that indicates the inner blade teeth impacted the outer teeth which resulted in the observed break. There were no signs of misuse or mishandling. There was uneven wear inside the cutting tip which may indicate an interference fit between the inner and outer assemblies at the tip. The failure mode in the complaint samples could not be reproduced using non-complaint samples. The areas of the device that are in question are supplied material components. If information is provided in the future, a supplemental report will be issued.